Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, which was resolved by a complete set change. The customer did not know their blood glucose. The customer stated that the only issue was related to the infusion sets. The customer declined to return the infusion set and reservoir for analysis. The customer advised that the no delivery alarms had not occurred with every infusion set. The customer did not observe any issues related to the insulin pump. The customer reported that the no delivery alarms occurred 4 times during the prime process. The customer did not recall the dates of the events. The customer was advised that the infusion sets would be replaced and agreed to return the supplies for analysis.